Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. The blood glucose at the time of the incident was unknown. The customer stated that the alarm history showed 30 no delivery alarms and there seemed to be a pattern since (B)(6) 2013. He mentioned that the alarms occur within 24 to 32 hours of changing the infusion set and stated that the delivery rate is slower when giving 1 unit and he never get a no delivery alarm on a basal but only on bolus delivery. Troubleshooting was not performed. The customer had discontinued the use of the insulin pump. The device will not be returned for analysis.